Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: collection of fluid, capsular contracture baker grade iii and fever and chills, and rupture.

Event description:
Healthcare professional reported left side collection of fluid, capsular contracture baker grade iii and fever and chills, and rupture. The device has been explanted.

Event description:
Healthcare professional reported left side collection of fluid, capsular contracture baker grade iii, fever and chills, and rupture. The device has been explanted and replaced.

Manufacturer narrative:
"Visual analysis of the photographs identified: observed openings on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode."